Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recw2171 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when PICC was inserted into the tube, after inserting the needle, the guide wire was inserted, it was not smooth, and it could not be pulled out or pulled out. The tip of the guide wire was torn and pulled out with a little force. Finally, after successful tube insertion, there were 0.7 cm in the blood vessel. However, a guide wire was found broken next to the catheter. Immediately report to the relevant department for cta examination of the blood vessel. The report shows that the guide wire is close to the blood vessel wall, but not inside the blood vessel, and the length is about 0.7 cm